Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #42500006401, lot #64268868, femur cemented posterior stabilized (ps) narrow left size 8. Item #42511400512, lot #63819288, articular surface fixed bearing posterior stabilized (ps) left 12 mm height. The customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00018, 3007963827-2021-00019.

Event description:
It was reported the patient underwent a tka. Approximately 16 months later, the patient was revised due to continuous complaints of pain. There was no surgical delay and the surgical technique was utilized